Manufacturer narrative:
The technician found the left side gas spring was frozen. He replaced the left gas spring to repair the stretcher.

Event description:
Info rec'd indicates the head of the bed is inclined at 30 degrees and wil not go up or down.